Event description:
It was reported on (B)(6) 2013 that the patient had left shin pain which began approximately one month post back surgery (B)(6) 2012 and no one knew what was causing it, the patient did not believe it was related to her implantable neurostimulator (ins). It was also stated, the patient thought her entire ins system had been explanted but the manufacturer's records did not confirm that. It was then reported on (B)(6) 2013 that the patient stated, her ins was removed "in full". It was stated that the patient's ins and leads were removed in (B)(6) 2012 because, it wasn't "working well enough and the patient had a pump implanted that was doing a better job of treating her pain". The patient wanted an x-ray to prove the device was removed then wanted to have and MRI. The patient was redirected to her healthcare provider and if additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 377760 lot# v010176, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID: 377760 lot# v010175, implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID: 37742 lot# serial# (B)(4) implanted: 2006 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).